Manufacturer narrative:
Analysis: visual examination of the returned device identified tissue deterioration on the inflow and outflow of all cusps, which were slightly stiff but flexible. A tear in the lunula of the right cusp appears associated with a long suture tall. Tears and abrasions in the non-coronary cusp are associated with bias wear. The non-coronary left commissure is intact. The right non-coronary is torn and abraded, which appears to have occurred during retrieval. Tissue deterioration associated with mineralization is noted on the left right commissural attachment. Remnant of off-white pannus remains attached to the left right stent post extending along the outflow rail adjacent to the left cusp. Radiography shows light to moderate mineralization at all commissures extending onto all cusps. Conclusion: the gross analysis shows that the severe regurgitation was due to tissue deterioration associated with mineralization. Reduced performance of the device occurred and was related to the pt's condition. Device explanted and replaced without reported complication.

Event description:
Medtronic rec'd info that this bioprosthetic aortic valve exhibited severe regurgitation and calcification. This observation was made after approx 2 yrs of service. It was reported that the pt had a staph infection 18 mos prior to explant. The product was subsequently explanted. To date, there have been no reported pt symptoms.